Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16x4mm, eccentric and the de novo target lesion was located in the severely tortuous and non-calcified left main artery to the ostial left anterior descending artery. The lesion contained between a 45 and 95 degree bend. A 4.00 x 20mm synergy¿ drug-eluting stent was implanted in the lesion. However, when post dilation was performed with an nc balloon catheter, it was noted that the stent struts got fractured. Another of the same device was used to cover the fractured stent and the procedure was completed. No patient complications were reported and the patient's status was stable.